Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. However, imagery was reviewed and the following was observed: the thv was not between the alignment markers prior to deployment. Valve positioned too aortic. Valve embolized after fully deployment. First valve deployed in the ascending aorta. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve not between markers and deployed was confirmed through evaluation of provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, 'there was no issue during valve alignment and the valve was positioned as intended. During valve deployment, the valve embolized into ascending aorta, due to premature ventricular contraction (pvc), and was left implanted in the ascending aorta. As per imagery provided, it was observed that, before inflation of the balloon of the commander, the crimped valve was not between alignment markers'. Per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers, which could have caused it to land too aortic. This in combination of premature ventricular contraction could also cause the expanded thv to embolize into aorta, as reported. As such, available information suggests that user error (not following instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve embolized into ascending aorta during deployment due to premature ventricular contraction (pvc). The valve was left implanted in the ascending aorta. A second valve was prepped and successfully implanted in the intended position without any complications. The final patient outcome was good. As per medical opinion, the root cause of this event was due to premature ventricular contraction (pvc). As per imagery provided, it was observed that, before inflation of the balloon of the commander, the crimped valve was not between alignment markers.